Event description:
It was reported that the system was explanted due to infection. Physician suspects lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. The damage found was sustained during the surgical procedure.